Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united-kingdom alleged discrepant results for a single patient using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. The alleged sample generated a positive result for sars-cov-2 (influenza a and b negative) when tested on cobas liat. Two new samples were collected on two different dates and tested on cobas liat and generated a negative result for all targets each time. The results were reported and no harm is alleged. Per FDA guidance for eua, 1 MDR is being submitted.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Manufacturer narrative:
No data could be provided and therefore, data analysis could not be performed. Due to the limited information, the root cause could not be identified. It is possible that the initial sample was a low titer sample, which can generate wavering results upon repeat. All runs were valid with no documented failure codes. No systemic issue was identified for lot 20207x. 20207x was tested previously in-house and the customer allegation was not observed. Device code was updated from a090804 false positive result to a090806 - test result - non reproducible. Component code was added; g01003 - device ingredient or reagent.